Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyreosis, anxiety and endometriosis. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event ("various functional symptoms"). The patient was treated with surgery (laparoscopy - essure removal). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the abdominal pain had resolved. At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for abdominal pain and adverse event with essure. The reporter commented: essure removal was performed by patient¿s request. Essure removal was the primary reason for the surgery (it was done due to the pain patient was experiencing with essure), however the patient underwent a secondary gynecological surgery. Endometrioma was also unucleated, for that reason surgery was not primary necessary. Now three weeks after removal her condition is good, pain stopped about a week after the removal. The removal procedure went well, at the same time endometriosis growths were removed, they are now on pathologist´s examination. Control visit will be in three weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyreosis, anxiety and endometriosis. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event ("various functional symptoms"). The patient was treated with surgery (laparoscopy - essure removal). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the abdominal pain had resolved. At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for abdominal pain and adverse event with essure. The reporter commented: essure removal was performed by patient¿s request. Essure removal was the primary reason for the surgery (it was done due to the pain patient was experiencing with essure), however the patient underwent a secondary gynecological surgery. Endometrioma was also unucleated, for that reason surgery was not primary necessary. Now three weeks after removal her condition is good, pain stopped about a week after the removal. The removal procedure went well, at the same time endometriosis growths were removed, they are now on pathologist´s examination. Control visit will be in three weeks. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: the consumer contacted and told that implants have been removed. Pain had been started a couple of weeks after essure insertion( in 2017). Now three weeks after removal her condition is good, pain stopped about a week after the removal in (B)(6) 2019. The removal procedure went well, at the same time endometriosis growths were removed, they are now on pathologist´s examination. Control visit will be in three weeks. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyreosis, anxiety and endometriosis. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and adverse event ("various functional symptoms"). The patient was treated with surgery (laparoscopy - essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain and adverse event outcome was unknown. The reporter provided no causality assessment for abdominal pain and adverse event with essure. The reporter commented: essure removal was performed by patient¿s request. Essure removal was the primary reason for the surgery (it was done due to the pain patient was experiencing with essure), however the patient underwent a secondary gynecological surgery. Endometrioma was also unnucleated, for that reason surgery was not primary necessary. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure removal questionnaire was received. Patient demographic data, medical history, essure insertion and removal dates ((B)(6) 2017 and (B)(6) 2019 respectively) and the events abdominal pain and various functional symptoms were added. The adverse event ¿essure removal¿ was deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.